Event description:
Caller reported aviva system blood glucose result of 68 mg/dl at 12:20 pm, had no symptoms, ate a hamburger, string beans, and (B)(6) cheese. Test result at 12:49 pm was 423 mg/dl. Retest result within 10 minutes was 134 mg/dl. Reported no adverse event. A request was made for the return of the meter and strips, replacement sent.